Manufacturer narrative:
The reported event was unable to be confirmed as the part number and lot number of the device involved in the incident is unknown. No device or photos were received; therefore the condition of the device is unknown. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported that the patient underwent a shoulder arthroplasty revision due to pain, secondary to the primary surgeon implanting too large of a humeral head and not resurfacing the patient's glenoid during their primary hemi-arthroplasty. During the revision, the surgeon noted that the rotator cuff was intact. The glenoid was resurfaced and a smaller humeral head was implanted. Attempts have been made and additional information on the reported event is unavailable.